Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller.

Event description:
It was reported from italy that battery bat0504080 activated a critical battery alarm even though the battery had a charge greater than 25%. In addition battery bat051807 "activated a power switch on the controller although its charge was" greater than 25%. Both batteries were exchanged and the patient given new replacements. The devices will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.